Event description:
Abbott diabetes care received a medwatch report regarding an abbott diabetes care (adc) device. According to the report, a senior customer who relies heavily on the libre 3 sensor to accurately measure glucose levels and determine appropriate insulin doses stated that every sensor used had problems maintaining a connection to their phone and frequently displayed a "signal loss" message. The customer also reported that, when functioning, the sensor consistently indicated high blood sugar levels, leading to doubts about its accuracy. The customer contacted the manufacturer multiple times to report these issues, but the problems remained unresolved and no response had been received. No patient consequences reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.